Event description:
The following has been reported: "defective power supply board" reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc wifi no, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected power supply board was returned as a spare part to be investigated. Upon reception, the subject parts were submitted to a visual inspection: it has been noticed than the board was damaged (missing power connector). It was probably broken due to misuse of the device, which prevented further analysis. Therefore, the reported complaint was not reproduced. The reason for the failure is probably a drop of the device which damaged the power board. Based on available information, the root cause of the reported event was a damaged power board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.